Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A complaint submission form was received from in home medical equipment company stating the patient reported device issues of not charging and a message seen on the device. The patient was instructed to call patient and technical services (pats). Patient called pats. Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they charged the controller the day before yesterday and everything seemed to be fine, but the stimulation wouldn't work. Patient said they could not feel the stimulation at all and now the controller battery was really low. Patient mentioned they hadn't even been using the stimulation because it wasn't working. When asked for event date, patient said it would have been this month and said it worked before the battery went down, so they charged it, but now it says that the charge is real low. Agent had patient unlock controller and patient reported battery empty, recharge the controller. Patient stated implant battery was low and controller battery was yellow. Agent advised patient to charge controller and implant, and then call back to confirm stimulation was on. Agent reviewed if patient was still not getting adequate pain relief, they would need to be redirected to their healthcare provider to further address the issue. Patient then stated they were seeing some sort of message regarding the settings. Agent asked, patient confirmed settings not available. Agent reviewed meaning of message and redirected patient to healthcare provider.